Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The highly significant stenosed lesion being treated was located in the proximal left anterior descending (lad) artery. Percutaneous coronary intervention (pci) was done following an acute non q-wave myocardial infarction (mi). A 3.00x8mm taxus express2 drug eluting stent was deployed at 16 bar. The patient was treated with clopidogrel for 9 months and continued on asa. Three years and five months post, the initial procedure, the patient was hospitalized due to acute mi. Pci identified in-stent thrombosis in the taxus stent. A 3.0x12 mm and a 3.0x9 mm non-boston scientific stents were placed. Clopidogrel was re-introduced for 9 months. No additional patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.